Event description:
In december 2004, while wearing the external equipment, the patient reportedly experienced intermittencies. Ten days later, the patient was seen at the center for evaluation, programming adjustments were made. The patient continued to be monitored by the center. Two months later, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the patient's device was no longer functioning.